Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the defect reported has been verified and repaired. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative that during a shoulder arthroscopy setup the inflow wouldn't stop spinning after the unit was turned on. Additional information received by mitek complaints via phone on (B)(6) 2015: the sales representative reported that the procedure was completed with a second pump with no patient consequences but with a five (5) minute delay.